Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose. The customer also received no delivery alarms on the insulin pump. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer's blood glucose had been over 400 mg/dl. The customer's mother declined troubleshooting. The customer was advised that the infusion sets would be replaced. The customer did not return the insulin pump for analysis.